Event description:
It was reported that the patient was suspected to have a subdural hygroma. It was unknown if the hygroma had any correlation with the device or drug, but analysis was being performed. The patient was receiving treatment in a hospital, but was not in serious condition. Two weeks later, it was reported that the symptom had alleviated. The drug used in this system was gablofen.

Event description:
It was reported that the patient was recovering (B)(6) 2013. The event was not related to the catheter, pump, programmer, or procedure. The patient was going to be observed.

Manufacturer narrative:
Product ID 8781, lot# 0206033304, product type catheter. (B)(4).